Event description:
Patient reported right side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional confirmed the rupture as well as an exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
"Correction to g3: the original aware date for this MDR is 11/may/2021. The initial mw was submitted within 30 days but with the incorrect date." Additional, changed, and/or corrected data: g.1.

Event description:
Patient reported right side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional confirmed the rupture as well as an exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, anxiety-product/procedure, visibility/palpability and pain was received on (B)(6) 2021, with lot number 266745. Analysis of the returned device identified: underweight, opening on posterior, red particles in the shell and brown biological tissue. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and radius, crease fold and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on posterior and radius assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 11/02/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak,pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product.

Event description:
Patient reported right side leak. Patient additionally reported bilateral pain, swelling, "some hardness", and exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional confirmed the rupture as well as an exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.